Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 16-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was down, screen stuck on black, and device had no power. A field service engineer (fse) unplugged main drawer 6, which allowed the station to power on, then replaced the drawer controller on main drawer 6 and tested functionality in test mode. After confirming proper operation, the customer was asked to inventory medications from the drawer to ensure everything was working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was down with a black screen and no power. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.